Event description:
It was reported that a lead integrity alert triggered on the right ventricular lead due to lead noise and nonsustained episodes. Noise was able to be reproduced with arm movements. Interferences were seen on the electrocardiogram (egm). High impedance and no capture were also noted. Reconfiguring the polarity resolved the oversensing. The high power therapies were turned off until the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 5076 implantable pacing lead - (B)(6) 2006. (B)(4).